Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0kf1r, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s current device was not as effective as their first one. The patient had a device implanted in (B)(6) 2013 and it worked 100 percent. They waited for the patient¿s skin to heal after removal of the first device and then implanted a new device in (B)(6). The current device was on the opposite side and the patient had a loss of therapeutic effect. The current device worked for the first 2 to 3 weeks and for the last 2 weeks solid it had been a nightmare. The patient was back to square 1 and was wearing pads and wouldn¿t eat unless they were at home. The patient did not have any falls or trauma and the symptoms returned suddenly. The patient could feel stimulation and with the first implant they felt the stimulation closer to the rectum and with their current device they felt it closer to their urethra and inner thigh. The patient¿s health care provider (hcp) had not given them the ok to change programs. The patient was directed to contact their manufacturer representative but they were not responsive. They manufacturer representative they worked with the first time was no longer with the company and the patient was able to call the mall the time but they hadn¿t even met their current manufacturer representative. With the first device they made adjustments day 1 and the patient didn¿t have to make any adjustments. When the patient started having problems they contacted their hcp¿s office and they told the patient they would need to talk to the manufacturer representative. The hcp¿s office would ask the manufacturer representative to contact the patient but the patient hadn¿t heard from anyone. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer's report # 3004209178-2014-17013 for explant of the patient's first system.